Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated he has sensitive skin and that he is using nystatin powder and allkare protective barriers. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow up report will be submitted. Reported to the FDA on 11/19/2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
The end user reported that he has redness and itching at the 3 o' clock position located beneath his tape border. The user stated that the skin is not open or draining.